Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee. The lesion was moderately tortuous with no calcification. This lesion was 4mm in diameter and 10mm long with 85% stenosis before treatment. Post-treatment stenosis was 10%. The lesion morphology was then described as tight concentric stenosis. The patient had a follow up visit in (B) (6) of 2005. The target lesion was not patent. There was a comment amputation below knee "echec de absence indication opératoire pour la réalisation d'un pontage du faite de l'absence de lit vasculaire d'aval.¿ the date of the amputation was not provided. No additional information is provided.

Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not received for evaluation